Manufacturer narrative:
Due to character restriction in block e1: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was identified by customer during routine check that cs300 intra aortic balloon pump(iabp) was not working on battery.

Manufacturer narrative:
Updated fields: b4; b5; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. During diagnosis battery looks defective so the fse replaced batteries from customer stock, all functional tests performed successfully. Machine handed to the customer in working condition. Based on the evaluation results provided by the field service engineer, the batteries were replaced to resolve the issue. Since the removed batteries cannot be returned due to shipping restrictions and hand delivery is not possible, thus no further investigation is needed.

Event description:
It was identified by customer that during routine check, the cs300 intra aortic balloon pump (iabp) was not working on battery. There was no patient involved.